Event description:
It was reported that they had an event come through for a 14 fr foley catheter that should have been inflated with 10 ml of sterile water. The registered nurse was only able to remove 8 ml of water. It was estimated about 1 to 2 ml of residual water was left in balloon. They tried re inflating once removed and found that it only inflated on one side, not a full balloon. They could not get it to deflate completely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an event come through for a 14 fr foley catheter that should have been inflated with 10 ml of sterile water. The registered nurse was only able to remove 8 ml of water. It was estimated about 1 to 2 ml of residual water was left in balloon. They tried re inflating once removed and found that it only inflated on one side, not a full balloon. They could not get it to deflate completely.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Therefore, a retraction is being submitted. Correction: d, e, h. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.